Event description:
Pt and procedure info unknown. Reportedly, the inside ring of the reducer came off the device and fell into the pt's surgical cavity. Part of the reducer could not be retrieved. Applied another device and finished the case.